Manufacturer narrative:
D4 UDI: (B)(4). The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information. H3 other text : single-use, device discarded.

Event description:
The customer reported six (6) false positive results with the binax now covid-19 ag card kit for six tests performed from (B)(6) 2024 on a nasal sample. This MFR. Report addresses test four (4) of six (6). Confirmation pcr testing (platform - unknown) was performed at the nevada state health laboratory which generated negative result. The customer stated that they always collect two samples, and one is always sent for confirmation test. The customer stated the patient that tested positive were isolated. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Event description:
The customer reported six (6) false positive results with the binax now covid-19 ag card kit for six tests performed from (B)(6) 2024 on a nasal sample. This MFR. Report addresses test four (4) of six (6). Confirmation pcr testing (platform - unknown) was performed at the nevada state health laboratory which generated negative result. The customer stated that they always collect two samples, and one is always sent for confirmation test. The customer stated the patient that tested positive were isolated. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment.

Manufacturer narrative:
D4 UDI: (B)(4). Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 227447y2 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 / lot 227447y2, test base part number 195-430h/ lot 223591. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 227447y2 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue.